Event description:
Part 003555 - natus photic stim kit - power cord frayed / sparking / not working. No injuries reported.

Manufacturer narrative:
Initial report ref natus complaint# (B)(6). The unit power supply apparently shorted out / emitted sparks during setup of an eeg. The customer reported no injury and no patient involvement. We were advised the unit is out of warranty. The power cord / brick on this unit has some sort of residue on them and was explained to be residual hydrogel that had dripped there over time. Preliminary assessment is the power supply had been hanging by the cord for a period of time, and tension on the cord during movement of the rollstand was causing the power supply brick to twist or spin around, resulting in fraying and eventual shorting out of the cable at the position where it meets the brick. Install date: 6/3/2015.. Per hazard ID 3.20 of doc-(B)(4) - eeg/psg risk analysis, the risk is considered low. A questionnaire was sent to the customer for additional information and further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Customer response to ae questionnaire: - no death or serious injury reported. - user realized the cord was frayed after noticing the sparks. - event occured (B)(6) 2022. - no non-natus devices being used at the time. - initial reporter to natus - administrator. - no environmental concerns. 02-mar-2022 technical service administrator asked customer if they would return photic stim kit, despite not wanting replacement. Offered return label - awaiting response. There are no related CAPA's. There is no service history for this part.

Event description:
Part 003555 - natus photic stim kit - power cord frayed / sparking / not working. No injuries reported.

Event description:
Part 003555 - natus photic stim kit - power cord frayed / sparking / not working. No injuries reported.

Manufacturer narrative:
Follow up report 002 ref natus complaint# (B)(4). Reference user manual 105706x, section 3. Warnings and cautions - inspect the device prior to use. Do not use if damaged. Customer advised they would not be returning the device. They also said they do not intend to use the photic that was involed in the sparking event. The device will not be returned for engineering evaluation. Closure rationale:complaint could not be verified, materials not returned for analysis. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.